Event description:
Note; date of event is unknown. In 2008, it was reported to boston scientific corporation that the injection needle of an injection gold probe bipolar electrohemostasis catheter was "too difficult to move in and out" after the probe was inserted into the patient through the scope. According to the complainant, the nurse subsequently removed the hemostasis catheter and used a second injection gold probe catheter at the same location, with "good results."

Manufacturer narrative:
Information supplied by the complainant did not indicate if the pre-test was performed, as prescribed in the injection gold probe directions for use (dfu). According to the dfu [preparation and insertion]: "test needle extension and retraction by holding the catheter in 2 large coiled loops. Slowly push the 'injection' hub into the catheter handle until the needle extends 4-6 mm from the probe tip. The green band on the 'injection' hub should be partially visible. Never push the 'injection' hub past the proximal end of the red band. Allow 3-4 seconds to fully extend the needle."